Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm tmicl 12.6 implantable collamer lens of -17.50/3.0/098 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. Excessive vault was observed. On (B)(6) 2022 the lens was explanted. A replacement lens of shorter length was implanted the next day and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
B5 - corrected to: "on (B)(6) 2022 the lens was exchanged." In initial MDR . D6b - explant date (B)(6) 2022 should be corrected to initial MDR. Claim # (B)(4).

Manufacturer narrative:
B5 - corrected to: "the reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -17.50/3.0/098 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022." In the initial MDR. D4 - corrected to: "model # vticmo12.6" in the initial MDR. Claim # (B)(4).